Event description:
Additional information from the manufacturer's representative reported that no manufacturer product was at fault. The patient went to implant and was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3537, product type: programmer, patient. Product ID: 3531, product type: external neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care provider noted that patient damaged the device, along with proximal electrode end of percutaneous extension. Needed revising on (B)(6). It was noted that this was the patient accident dropping or damaged the device. The hcp noted the cables came loose and broke. The hcp when private stated the patient totally demolished everything during the verify trial, and then stated she was not sure if the patient fell or what had happened. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.